Event description:
It was reported that the patient with this pacemaker recorded a syncopal episode. The physician was unable to determine if the syncope was device related based off minimal information and no recent threshold to look at. Additional analysis was recommended for this pacemaker that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.